Event description:
According to the report, the sologrip iii handpiece broke off and sparked. The sparking caused black burn marks on the surgeon's gown. The patient was not impacted. Another handpiece was used to finish the case.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the sologrip iii handpiece broke and sparked. The sparking caused black burn marks on the surgeon's gown. The patient was not impacted. Another handpiece was used to finish the case. The handpiece was returned for evaluation and an investigation was performed. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record for the handpiece. Upon visual inspection, multiple breaks in the single fiber were evident. There was also a crack in the glass within the coupler. Although we cannot determine a definitive cause for the observed damage, it appears that the single fiber was broken near the coupler and then the pulsing melted the white sheath at that point and the fiber and sheath became severed. The cause of breakage in this event is unknown.